Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated the "rapid gas loss". The customer reported too that during transportation the display went black. The customer switched the unit off and on and the screen came back. No patient injury was reported.